Event description:
This is a report of a home patient (hp) who did not follow therapy steps during setup for peritoneal dialysis (pd) therapy. The hp had set up all the bags and opened the clamps, but had connected prior to priming, and stated he could not get the messages to stop flashing on the homechoice. Technical service explained to the hp that they should not be connected during the setup as the lines had not been primed yet, and advised to start therapy over with new supplies. The patient understood and would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.